Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient reported radicular pain following the procedure. A CT scan revealed that the second implant had breached the s1 foramen and was impinging on the nerve root. Two days after the initial surgery, the surgeon performed a revision surgery where he removed the second implant and replaced it with a shorter implant. The patient's radicular pain complaints resolved following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0890, manufactured 03/22/14, expires 2019-01. Ifuse implant, p/n 7050-90, lot# i0916, manufactured 03/22/14, expires 2019-01. Ifuse implant, p/n 7055-90, lot# i0757, manufactured 10/02/13, expires 2018-08.